Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during patient therapy of midazolam (programmed rate and amount to be delivered unknown). The nurse found that the volume of midazolam shown on the volumetric was much less (about 15 ml remaining) than the actual volume viewed (full bag). No alarms occurred on the pump but it was noted that the tubing was bent. The pump and tubing were changed, and ensured the drops flowed. There were no patient consequences related to the event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found to deliver within specification during flow testing. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.